Event description:
It was reported that the programmer locked during a capture test. The dependent patient felt lightheaded. New software was installed and the patient would be monitored.

Manufacturer narrative:
(B)(4).